Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was seen several months ago and the longevity remaining was one and a half years. At the most recent follow-up the longevity remaining decreased to 11 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement or to have the batter status reevaluated in 90 days. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was seen several months ago and the longevity remaining was one and a half years. At the most recent follow-up the longevity remaining decreased to 11 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement or to have the batter status reevaluated in 90 days. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was seen several months ago and the longevity remaining was one and a half years. At the most recent follow-up the longevity remaining decreased to 11 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement or to have the batter status reevaluated in 90 days. At this time, this pacemaker remains in service. No adverse patient effects were reported.